Event description:
An endurant stent graft sys was implanted in a pt for the endovascular treatment of a 6.2 cm abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 20-21 mm in diameter and 10 mm long without angulation or calcification, but had thrombus. The common iliac arteries were acutely angled at about 80 degrees, and the right iliac had stenosis with calcium. It was reported that the endurant bifurcated stent graft was implanted via the right side, and a proximal type I endoleak was observed, due to the thrombosed aortic neck. Also, a type IV blush was seen near the flow divider and the type IV endoleak was left untreated. An endurant aortic cuff (ref MFR 2953200-2011-00478) was placed proximally to treat the type I endoleak; however, the type I endoleak was still present, so a palmaz stent was placed, which resolved the type I leak. In addition, as a preventive measure due to the severely acutely angled iliac artery, another MFR's balloon expandable stents were placed into the ipsilateral limb and contralateral limb (ref MFR 2953200-2011-00480) in the distal aorta and dilated. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (severely angulated and tortuous vessel). Eval, conclusion: (severely angulated and tortuous vessel).